Manufacturer narrative:
Batch review performed on 12-mar-2021: lot 2000441: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot. 1909473. Batch review performed on 12-mar-2021: lot 1909473: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to femur malpositioning and probably knee instability, 4 months after the primary surgery. The femur has been changed to the same size, the tibia has been left in place and the inlay has been increased to 14 mm.